Event description:
It was reported that a malfunction alarm with code malf 12 occurred. There was no adverse impact to the customer's blood glucose level. The customer was provided with pump reset information and assisted with resetting the pump by technical support, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction code recurs.